Event description:
Customer activated a pod at 6:30am. One hour later, her bg was 387 mg/dl. She gave a correction of 5.8 units. At 8:30 am, her bg was 401 mg/dl so she deactivated the pod. Customer stated "there was no cannula." The pod was returned for evaluation.

Manufacturer narrative:
The returned pod's needle and cannula were found undeployed. Inspection of the pod confirms that a broken component prevented the cannula and needle mechanism from firing properly. Under this condition, the device was unable to deliver insulin to the customer. This malfunction is determined to have contributed to the customer's hyperglycemia. Product lot qualification records were reviewed and determined to have met all acceptance criteria. The omnipod user's guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Manufacturing changes have been implemented to ensure the needle/cannula fire as designed. This lot (l30877) was manufactured prior to the implementation of those changes.